Event description:
The healthcare professional reported that during a thrombectomy procedure targeting an occlusion in the internal carotid artery (ica), the complaint device, a 95cm emboguard 87 balloon guide catheter (bg8795u / lot# unknown) was used; it got bent and the aspiration catheter and other device could not be passed inside. It was not known if a continuous flush was maintained. The thrombus was removed, but full recanalization could not be achieved. A second pass was reportedly abandoned and the procedure was cancelled. The impact on the patient was unknown. On 28-nov-2023, additional information was received. Per the information, the patient expired six days after the procedure. The procedure was terminated due the emboguard becoming kinked. Per the information, the emboguard kinked and the concomitant microcatheter could not be advanced inside the emboguard, and the emboguard needed to be replaced in order to continue with the procedure. The physician thought of ¿removing all the systems from the patient¿s body and replacing the emboguard to redo the procedure, but the clot volume was too much, infarct area was expanding to save the patient; personnel resource was very limited at the time so the procedure was terminated.¿ additional information was received on 29-nov-2023, the information requested an update to the event as following: ¿the emboguard was used for mechanical thrombectomy of a large amount thrombus in the internal carotid artery. The emboguard was kinked, and the concomitant aspiration catheter, microcatheter and stent retriever could not be passed through the emboguard. The thrombus was partially removed, but fully recanalization could not be achieved. The third pass was given up due to the kink and other reasons (see below) and the procedure was terminated. The patient expired 6 days after the procedure. The other reasons for the procedure termination were that the amount of thrombus was large, there were no collateral flows, and the infarcted lesion had already spread wider. Also, the hospital personnel resources were very limited at the time as this emergency procedure was performed while four or five other surgeries were in progress at the same time. The physician considered to remove all catheters from the patient, replace the eg and re-do the procedure, but this was not feasible and the procedure was terminated.¿ the additional information included the physician¿s comment on the emboguard kink: ¿the [emboguard] was soft and so the concomitant aspiration catheter (sofia). The aspiration catheter could not support the [emboguard].¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. An unexpected fold or twist on the catheter body/shaft of the emboguard during use suggests there is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or another significant adverse event, is remote. However, in this case, the event resulted in the absence of treatment for the patient, and full recanalization was not achieved during the procedure. Per the additional information received on 28-nov-2023, it was provided that the patient expired six days after the unsuccessful procedure. Per the event description, ¿the clot volume was too much, infarct area was expanding to save the patient; personnel resource was very limited at the time, so the procedure was terminated.¿ it is likely this patient suffered a massive stroke, which may have resulted in death despite having a mechanical thrombectomy procedure done. However, this cannot be known for sure, and the correlation between the used device and the outcome of death cannot be ruled out completely. Therefore, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿death.¿ the file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.